Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer reported that firstly they did received low battery alert prior to replace battery alert however new battery did not resolved the issue. Customer was experienced high blood glucose. Customer stated that it went red and it was gone and insulin pump turned off and also there was no warning at all. Customer was declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).